Event description:
The user facility reported that the tubing attached to the heat exchanger inlet came off during bypass. The perfusionist quickly reconnected the line, opened purges and re-started the pump. After reconnection, two tie-bands were placed on the tubing connection. There was reportedly no harm to the pt and no medical intervention was needed as a result of this event. The reported blood loss is estimated to be 300-cc.